Event description:
It was reported that during an unknown procedure, the titanium tip of the device broke during the procedure. (Did not fall into patient). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure, and continued usage can result in a broken bladeeach device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy procedure, the device was used for the third firing of functional end to end anastomosis. One side of the staples were not deployed at the third firing. The other side¿s staples across the knife slot were deployed. Another device was used to complete the case. After the firing it was found that the cartridge pan was detached and the cartridge body was damaged and broken. There were no adverse consequences to the patient. Additional information provided: doctor felt a little difficulties on the third firing. One side of the staples were not deployed properly at the third firing and only a few distal staples were deployed. The target tissue was not too thick to be fired. At the first and second firing of the device has no anomalies. It was not sure when the cartridge was broken, but no pieces of the cartridge was left in the patient.